Event description:
It was reported that a homechoice pro experienced an audible alarm during use. The specific alarm was not reported. It was reported that the home patient ¿can¿t stop audible alarm.¿ there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.